Manufacturer narrative:
The mayfield base unit was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the base handle resized due to handle was closed without 6in transitional installed and deformed hole. Unit also received without 6in transitional. Units 6in transitional member was replaced for pm maintenance, and the shock cushion, 1/4in pin and adjustment wrench were replaced from being worn. General maintenance and cleaning performed. Root cause - based on the evaluation by integra service and repair, the root cause is most likely a combination of normal wear over time (manufactured in 2013), and use error (handle was closed without 6 inch transitional installed, which deforms the hole). No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield base unit (a2101) was closed without the transition member installed; now the transition member will not fit into the base unit. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported.